Event description:
70 year old female with dx cerebral aneursym s/p croiniotomy was being transferred from chair to bed, using hoyer lift. Without warning center weight bearing hook detached from frame. Resident fell to floor (approx. 4 ft.) Fall broken by na who attempted to catch patient and protect head from injury. Patient transferred to beth israel hospital, passaic for cat scan and was returned to facility. Cat scan results were negativedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, unanticipated. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.